Manufacturer narrative:
Device received with blank display due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery alarm or verify charge/battery lasts less than expected anomaly and missing segments/partial display anomaly due to blank display. Device received with moisture damage motor, vibrator and battery tube assembly. Device received with cracked battery tube threads. , minor scratched lcd window and broken belt clip slot, the p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the screen was hazy from scratches on it making it difficult to read especially in sunlight. Customer also reported multiple unexplained no deliveries, crack around battery compartment threading, and missing belt clip connector. No harm requiring medical intervention was reported. The device will not be returned for analysis.